Event description:
The manufacturer received a voluntary medwatch (mw 5107245) alleging an issue related to a bipap device's sound abatement foam. The patient alleged shortness of breath, dizziness, lightheadedness, syncope, nodule on lung, weight loss and forgetfulness. The patient is also alleging pain in thoracic spine in 2021 and has mild loss of disc stature, herniation of intervertebral disc and mild kyphosis of spine. The medical intervention is not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on dec 27, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received voluntary medwatch (mw 5107245) alleging shortness of breath, dizziness, lightheadedness, syncope, nodule on lung, weight loss and forgetfulness. The patient is also alleging pain in thoracic spine in 2021 and has mild loss of disc stature, herniation of intervertebral disc and mild kyphosis of spine, cough related to bipap device's sound abatement foam. The medical intervention is not specified. Tthe device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an dust/dirt contamination and dust/fibrous debris in the device enclosure. Inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, manufacturer observed fine gray contamination on the inside of the device enclosure, manufacturer observed evidence of water ingress in the blower box and inside of the blower, suggesting the use of no distilled water in the humidifier water chamber, slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. Manufacturer can confirm the presence of dust/dirt contamination. Manufacturer can confirm the presence of water ingress in the blower box and blower; evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust/dirt contamination, water ingress, keratin contamination and was not able to confirm the complaint or address the symptoms specified.